Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia and was hospitalized for diabetes and something else. Customer's blood glucose level was 253 to 400 mg/dl. Customer also reported that the lip ring from broken fell off. Customer had surgery and he was in hospital. Customer treated their high blood glucose with insulin pump. Insulin pump will not be returned for analysis.